Event description:
It was reported that during a vaginal hysterectomy procedure that the device would not staple, but cut. The surgeon finished the procedure with a manual suture. There was no adverse patient consequence.